Event description:
It was reported that the customer had dropped the insulin pump and now the pump has cracks and a blank display. Customer's blood glucose level was 160 mg/dl. Customer just had the pump programmed and left it on the counter. Customer forgot it and walked away. Customer cannot see the display because it was severely damaged. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding on lcd glass. No blank display noted. Insulin pump had a cracked case on display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).